Event description:
"Cotton tip got lodged in my ear."

Manufacturer narrative:
It was reported that the "cotton tip got lodged in my ear". It was reported that the "healthcare np was able to remove the swab from my left ear". No injury was reported. . In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated h6.